Event description:
Device issue: dislodged stent. Time of device issue: prior to use. Adverse event: none. It was reported that the concentric, de novo lesion was located in the mid right coronary artery (rca), which was not tortuous or calcified, and has a 75% stenosis. The target vessel diameter is 3.0 mm and the target vessel is 12mm in length. During an attempt to direct stent the lesion, the vision 3.0 x 15 mm stent was deployed in the lesion. However, the stent implant could not be seen with x-ray. Additional examination of the stylet and the stent was found to still be on the stylet. The stent dislodged outside the pt prior to use. Another vision of the same size was used to complete the procedure. Reportedly, there were no pt effects. No additional information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted contrast in the inflation lumen and balloon, which is consistent with preparation. The dislodged stent was returned on the stylet, confirming the reported information. The middle struts were slightly smashed. The first two rows of proximal struts were slightly smashed. Crimp marks were visible on the loosely folded balloon between markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The orange protective sheath was returned on the stylet. There was a bend in the stylet 4.3 cm distal to the proximal end, which could have occurred during packaging, handling and return to abbott vascular for analysis. The bend in the stylet does not appear to have contributed to the reported stent dislodgement. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, and handling of the stent during preparation. The stent outer diameter dimensions were outside of the accepted manufacturing specification, however, because stent outer diameter is verified 100% at time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. The inner diameter of the protective sheath was measured and met manufacturing criteria. In this case, it is possible that during preparation, positive pressure was applied to the sds, slightly expanding the stent, such that when the protective sheath was removed, resistance was met, facilitating the stent dislodgement. Further handling of the stent during packaging, handling and return to abbott vascular for analysis could have contributed to the noted stent damage. The stent dislodgement was not noted until the sds was advanced to the lesion. It should be noted in the vision instructions for use (IFU) it states: prior to using the multi-link vision coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted." A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the reported stent dislodgement could not be determined. All sds are inspected for proper stent placement , stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.